Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had been shutting down randomly. A technical support specialist (tss) reported the issue as random shutdowns and asked the customer for dates and approximate times when the shutdowns occurred to check the logs. The customer had not experienced any additional shutdowns and could not provide an approximate time. The customer also reported no further issues and gave permission to close the case. The case was closed accordingly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station shutdowns randomly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.